Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the threshold was high and the pacing impedance was high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that appropriate measurements could not be obtained. The lead was explanted and replaced. No patient complications have been reported as a result of this event.